Event description:
Customer called to report that they were hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose at the time of emergency room visit was 341 mg/dl. Customer was not wearing the pump at the time of emergency room visit. Product is being returned and replaced.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" error alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.